Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in the operating room for a device change-out due to normal eri. Externalized conductors were observed via fluoroscopy. The lead was connected to a new device. The patient will continue with routine follow-ups.